Manufacturer narrative:
(B)(4). The purpose of this MDR is to include the additional event information received on 1/6/2019. [Conclusion]: the healthcare professional reported that during the procedure, the galaxy g3 xsft 3mm x 6cm coil (B)(4) was delivered to the target lesion but the coil could not be detached. The physician pressed the detachment button on the control cable several times, but the coil failed to detach. The coil was successfully removed from the patient and replaced with another coil of the same size. The procedure was successfully completed without further issues or delay. The same detachment control box and connecting cable was used to detach subsequent coils used in the procedure. It was confirmed that all connections were properly fitted without application of excessive force. There was no report of patient injury or complication, the issue did not result in any procedural delay. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is not available to be returned for evaluation and testing. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l11839) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instruction for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue that the galaxy g3 xsft 3mm x 6cm coil failed to detach during the procedure and had to be replaced. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Initial reporter information such as the name, phone and email address are not available / unknown. [Conclusion]: the healthcare professional reported that during the procedure, the galaxy g3 xsft 3mm x 6cm coil (glx120306 / l11839) was delivered to the target lesion but the coil could not be detached. The physician pressed the detachment button on the control cable several times, but the coil failed to detach. The coil was replaced with another of the same size and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is not available to be returned for evaluation and testing. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l11839) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instruction for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue that the galaxy g3 xsft 3mm x 6cm coil failed to detach during the procedure and had to be replaced. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the galaxy g3 xsft 3mm x 6cm coil (glx120306 / l11839) was delivered to the target lesion but the coil could not be detached. The physician pressed the detachment button on the control cable several times, but the coil failed to detach. The coil was replaced with another of the same size and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is not available to be returned for evaluation and testing.